Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery. Sales rep advised over the phone that the reason for revision was a fracture in the original implant, which caused pain.

Event description:
Revision surgery. Sales rep advised over the phone that the reason for revision was a fracture in the original implant, which caused pain.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed through return of the fractured device. The posterior tip of one of the compartments of the insert component is fractured off. Material analysis carried out on the returned device concluded: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. The posterior end of the medial condyle had fractured due to an overload condition. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. The source of the debris observed on the insert could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: review of the provided medical records by a clinician indicated: inadequate bearing thickness during primary arthroplasty has contributed to early instability requiring revision to a thicker bearing. Inadequate bearing thickness during primary arthroplasty. Possible dysfunctional pcl due to degenerative knee disease or past trauma. No device-related factors are associated with any of the implanted devices consistent with the type of failure. Indicates all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Device evaluation confirmed that the posterior tip of one of the compartments of the insert component is fractured off. Material analysis carried out on the returned device concluded: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. The posterior end of the medial condyle had fractured due to an overload condition. Backside impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. The source of the debris observed on the insert could not be determined. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Review of the provided medical records by a clinician indicated: inadequate bearing thickness during primary arthroplasty has contributed to early instability requiring revision to a thicker bearing with possible dysfunctional pcl due to degenerative knee disease or past trauma. No device-related factors are associated with any of the implanted devices consistent with the type of failure. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.